Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male patient, the device failed to charge to 200 joules. When device was set at 150 joules, the device charged and delivered the energy to shock the patient. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was observed and attributed to battery calibration. Battery calibration essentially calibrates battery storage capability with what the battery store. Over time batteries hold less of a charge which is not unusual. Zoll recommends periodic calibration so that the capacity lights realign with battery storage capability. In essence, the customer thought the battery had more energy than it did. Zoll recommends periodic calibration as part of battery management and to carry a spare battery. The battery was replaced and the outcome was discussed with the customer. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.